Manufacturer narrative:
Complaint sample was received for evaluation on 11/17/2014. Device was sent to eto decontamination on 11/17/14. This complaint was reopened on 11/25/2014 to perform the respective evaluation. A microsensor p/n 82-6631; s/n (B)(4) was returned to codman for evaluation. As received the following observations were noted: suture attached to the catheter, causing a kink, at approximately 1" from the tip, catheter is broken at approximately 3 1/2" from the tip, catheter is broken at approximately 3/4" from the connector, catheter with exposed wires at the broken area (3/4" from the connector). No tests were possible to be performed due to the actual damages. Mfg. Date: 02/07/2014. Based on the above investigation, it appears that the device was inadvertently damaged by the customer during use. No further action is required based on this investigation. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Complaint sample was not returned to codman for evaluation. In the absence of the complaint sample, a review of the quality records for product 82-6631; s/n: (B)(4) was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The difficulty reported by the customer could not be determined. Complaint is considered closed at this time. If the complaint sample becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this and similar complaints.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After implantation of the device, it was found that the inside tube was broken. There were no adverse consequences to the patient. Further information would be provided as soon as (B)(4) received from the facility.